Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right atrial (ra) lead impedance measurements had dropped to 200 ohms and had increased threshold measurements and it was planned to replace it at the device change out procedure. During the device change out procedure the patient experienced a cardiac tamponade and the patients chest had to be opened up to alleviate. There was a hole found and repaired in the atrial appendage near the superior vena cava junction. The device and lead were explanted and replaced. To date, there have been no additional adverse patient effects reported.